Manufacturer narrative:
The insulin pump had no button response due to corroded keypad trace. We were unable to verify unexpected restart or perform functional test due to keypad anomaly. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed after the battery was replaced. The customer mentioned that the battery threads were broken. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.